Manufacturer narrative:
Concomitant medical products: lead, 6947-65, implanted: (B)(6) 2004.

Event description:
It was reported that there was an alert due to long charge time on the implantable cardioverter defibrillator (ICD) which triggered end of service (eos). There was also an alert for high impedance on the superior vena cava (svc) coil of the right ventricular (rv) lead. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was returned and analyzed. Analysis of the device found the eri (elective replacement indicator) is the result of high internal battery resistance. The analyst indicated that while there was no internal battery short, the battery had localized lithium (li) discharge along the edges resulting in a reduced li anode surface area and increased battery resistance. The analyst also noted that the high internal battery resistance may have contributed to longer charge time outs during product use. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The device was removed and a new device was implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.